Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-23161. It was reported the pt experienced a burning sensation at the ipg site when charging for extended periods of time. The pt also reported 2 to 3 days after charging, she feels the burning sensation. The pt will charge more frequently for shorter periods on 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and the other non-reported events was expected. Of time and determine if the issue resolves.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.